Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000447, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the isolated standalone board. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while starting the system, the x-ray pendant bar kept scrolling and then would become disabled. The system was rebooted multiple times without resolve. It was noted the motion bar was ready, the mobile view station (mvs) connection was ready, but the x-ray status was disabled. This issue was noted outside of a procedure, and there was no patient involvement. On 2019-10-16 initial reporter and picture of casepart received.